Event description:
Pt had tmj christensen fossa implanted on right side 2005. She had nothing but problems, so in 2006, doctor did a joint surgery and cleaned out scar tissue in the right joint and added stomach fat between the joint. Still in pain, the surgeon said the only option left was a total joint replacement. In 2007, pt received christensen tmj bottom condyle - not a complete new total joint-. Since having this surgery, the pt is experiencing swelling on right side of lip, constant headaches, twitching in face, lip & eye, facial paralysis, and incredible steaking pain. Pt didn't receive any paperwork to sign or info on either tmj device prior or after surgery. Surgeon never discussed any other device options, and he is now blaming the pt for her problems. She has been referred by her implanting surgeon to a pain clinic and the surgeon will not see her anymore.